Event description:
Harmonic scalpel being used during lap assisted splenectomy when it was noted the small "white pad" on the shear portion of the harmonic scalpel came off. Fortunately this was visually noted at time of occurrence and "pad" was able to be retrieved by surgeon.